Event description:
Three doctors stated problems on different occasions when product was difficult to unravel. Was twisted and tangled in package. They say; impregnated medication is not evenly distributed. Product was used. Have box top from product.